Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 4:00 pm, the patient was found unresponsive while sleeping and could not be awakened. The patient¿s wife called ems. No medications, treatments, or cgm values were reviewed prior to ems arrival. The patient was wearing a tandem insulin pump at the time of the event. Upon ems arrival, a bg meter reading measured 47 mg/dl, while the cgm displayed 198 mg/dl. Ems treated the patient with IV fluids, orange juice, and a peanut butter and jelly sandwich. Following treatment, the patient¿s cgm value increased to 300 mg/dl; however, no repeat bg meter comparison was obtained. The patient reported experiencing a headache at some point during the event. The patient was transported to the emergency room, where he received additional IV fluids and underwent unspecified blood work. The patient¿s bg level was reported to be 300 mg/dl. He was discharged home after approximately 1.5 hours. Following the incident, the patient purchased a new glucometer for comparison testing and calibration purposes. At the time of the report, the patient was described as ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.